Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas shortly after initiating therapy, with a peak blood glucose of 296 mg/dl following a meal and subsequent decline during troubleshooting, consistent with the ilet¿s conservative insulin dosing during the early learning phase. Symptoms included elevated blood glucose without acute clinical sequelae. Outcomes included user self-management without hospitalization, emergency treatment, or use of backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device alarms and that glucose levels trended downward after guidance, with no evidence of device malfunction identified. It was concluded that the event was consistent with hyperglycemia of unclear cause during early adaptation to automated insulin delivery, and no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.